Manufacturer narrative:
Additional narrative: the report states: the black plastic part of the impactor had broken. The issue of breakage of radel handles that are impacted have now been reviewed by the CAPA review board and was identified for further action. Data review no. (B)(4) was raised for further investigation, to include reference to data review activity no. (B)(4). The dra data showed that there is no systemic failure of extruded radel as a material for use in instruments, and that the complaints pertaining to this failure mode fall under the (B)(4) threshold agreed at CAPA review board. Conclusion and justification status: inspection of the returned product confirmed that the black plastic part of the impactor had broken in half and was detached from the metal component as reported. The investigation was assigned for further investigation by the CAPA review board in which (B)(4) was carried out which concluded that there is no systemic failure of extruded radel as a material for use in instruments. No further action is identified. The complaint shall be closed with an undetermined conclusion and will be entered into the complaint database and monitored through trend analysis.

Event description:
A piece broke off the femoral impactor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.